Event description:
The balloon burst at 5 atms.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited a leak source, 3.7 cm at the distal end. Microscopic examination: further evaluation using scanning electron microscopy revealed evidence of external surface abrasions in the balloon material, adjacent and intersecting the leak source. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.